Event description:
Patient reported right side capsular contracture baker grade IV, "benign calcifications," and "peri-implant fluid." Device explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Patient reported right side capsular contracture baker grade unknown, "benign calcifications," and "peri-implant fluid." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side capsular contracture baker grade IV, "benign calcifications," and "peri-implant fluid." Device explanted and replaced.